Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient needs replacement pump. No additional information provided. There was no allegation of a blood glucose excursion. This complaint is being reported due to the allegation that a new pump is needed.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2015 with the following findings: unable to verify or duplicate any delivery issue. Unrelated to the complaint, the display is dim, the letters have a red hue, and the battery compartment is cracked along side of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 2/23/15. Device evaluation: the device has been returned and evaluated by product analysis on 02/07/2015 with the following findings: unable to verify or duplicate any delivery issue. Unrelated to the complaint, the display is dim, the letters have a red hue, and the battery compartment is cracked along side of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.